Event description:
It was reported that during a distal left anterior descending (lad) artery stenting procedure, the xience v stent failed to cross the heavily calcified lesion. After repeated attempts to cross, the stent dislodged and was deployed in the proximal lad. The procedure was stopped and no additional treatment was performed. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Guide cath: 6f ebu3.5. Repeated attempts against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported dislodged stent was confirmed. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the complaint-handling database revealed no indication of a lot specific product quality deficiency. The instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, the repeated attempts to cross after resistance was met, likely contributed to the reported stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.